Event description:
Arjo was informed about an event with arjo sara 3000 active floor lift involvement. Following information provided, while the resident was transferred from the toilet to the wheelchair with assistance of two caregivers, the plastic foot support detached from the chassis and slid down. As a consequence of that, the resident twisted her ankle and sustained tibia and fibula fractures.